Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt as though they were being overdosed after the refill. The hcp (healthcare provider) was concerned that there was leakage through the septum of the pump or perhaps part of the needle was causing overdose. The refill volumes were accurate. It was unclear if the patient went to the ER (emergency room). It was noted that the effects lasted 3-4 hours. It was later reported that immediately after refill, it was as if 1 ml or less of medication had leaked into the pocket. The patient experienced hypotension and transient dizziness. The patient recovered within a few hours with no further issues. The physician thought that the diaphragm of the pump was failing. This was the only conclusion he could draw. No troubleshooting had been performed because there were no volume discrepancies. The volumes at the time of refill are pretty much what they were expecting. The pump was delivering bupivacaine, clonidine, and morphine.

Manufacturer narrative:
Concomitant medical products - additional information: product ID neu_refillkit_acc, lot# unknown, product type: accessory. (B)(4).

Event description:
It was reported that the patient experienced stroke-like symptoms following a refill. The reporter did not have time to answer questions but was told by another health care provider that the septum of the pump could leak. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received and it was reported that the patient was heavily sedated exhibiting signs and symptoms of opioid overdose. Per this reporter the symptoms typically lasted for 6 hours and resolved. The physician was sure that there was not a pocket fill because the symptoms were mild and resolved quickly.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that at the pump refill visit on (B)(6) 2014 the patient's pain score was a 6/10. The patient had lower back pain and pain in her legs. The pain was described as sharp. It was noted that the pain intensity, analgesic use, mobility, and sleep were the "same". The patient stated, "I have right low back pain across my whole mid/lower back. The pain is worse when I first lie down". The pump was refilled. It was noted that the pump was filled with a less amount of pain medication to see if it could be an overfill problem. The patient's next refill visit was moved up from (B)(6) 2014. At 1345, the patient was in the dismissal room for observation. At 1410, the patient's blood pressure was 106/90 and pulse was 69. At 1420, the patient's blood pressure was 109/58 with a pulse of 70. At 1430, the patient's blood pressure was 115/63 with a pulse of 70 and the patient was given oral fluids. At 1440, the patient's blood pressure was 116/67 with a pulse of 71 and the patient was given crackers and peanut butter. At 1445, the patient was stable. At 1446, the patient was dismissed, ambulatory, and steady on her feet. At the (B)(6) 2014 pump refill visit, the patient's pain score was 5/10. The patient's pain intensity, analgesic use, mobility, and sleep were the "same". It was noted that the patient was in bed for 3 days. In the evening the patient had sharp pain under her left breast; the patient used oxygen at night. At the visit, the patient complained of chest pain; rating it 8/10. The physician was notified and the patient was transferred to the ER (emergency room) via wheelchair accompanied by the nurse. The report was called to the ER. The patient was assessed and released from the ER. The patient returned to the clinic with no further chest pain. The pump managing physician assessed the "pain" port and refilled without difficulty.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that it was not determined if the correct technique was being used for refills. It was noted the health care providers (hcp) had the same issues with unknown patients with pumps from other manufacturers. It was also reported that on a 2013 (B)(6) refill the expected residual volume was 2.7 and the actual residual volume was 2.5. On 2013 (B)(6), both the expected and actual residual volumes were both 3.5. The patient was going to be monitored after the refill. The patient went to the emergency room. The symptoms resolved after 1 hour, questionably. The first episode was 2013 (B)(6) with an emergency room visit. The patient was also taking oral medication. The patient had a history of cardioversion on 2013 (B)(6) and bladder and bowel incontinence in (B)(6) 2013 at the time of the report. It was discovered the patient had light headedness with mental status changes on 2013 (B)(6). The patient presented back to the clinic approximately 30 minutes after being discharged. The patient was clearly impaired. There was also orthostatic hypotension. Lying down, the blood pressure was in the 130's, but standing she presented with blood pressure in the 60's. The patient also slurred her speech. The symptoms were consistent with pocket fill. An IV was started and she was placed on monitors. The patient was transferred to the emergency room and discharged after several hours of monitoring after the pocket fill had been absorbed. The patient did not get the full amount of medication. It was questioned if the access port was damaged. The patient had a sleepy feeling with no dizziness that lasted 1 hour on 2013 (B)(6) and erratic blood pressures at home prior and not feeling right on 2013 (B)(6). At the patient's most recent refill there were no complaints. The patient was alert and awake and ready for dismissal. As of 2014 (B)(6), the system was being used to deliver bupivacaine, clonidine, and morphine.